Event description:
It was reported that the battery gauge was fluctuating and that pump usb port was loose. As a result of the latter issue, the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.